Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects was confirmed. The heartmate 3 system controller (B)(6) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 2 days (19sep2022 and 28sep2022 per timestamp). Events occurring on 28sep2022 were recorded during testing at abbott. Atypical power cable disconnects coincident with rsoc invalid faults on the black power cable were active intermittently throughout the log file. These alarms cleared shortly after activating and occurred on battery power and on the power module. The driveline was disconnected on 19sep2022 at 17:33:02 for a system controller exchange. There were no notable alarms active in the log file. The system controller was functionally tested and upon manipulation of the black cable, a power cable disconnect alarm became active. The continuity of the underlying wires was tested in each cable. The black cable's brown and blue wires were found to have an open loop. The resistances of the underlying wires were then tested and the brown wire in the black power cable was found to be electrically open. The cables were replaced with functioning test cables and connected to a mock loop and the controller was able to run for an extended period and support pump function for the extended operation without issue. The black power cable¿s outer jacket was removed, and the brown wire was found to be severed beneath the strain relief of the connector. The brown wire is responsible for the controller¿s battery gauge/rsoc (damage to the brown wire would cause atypical power cable disconnect alarms to occur). The root cause for the power cable disconnect alarms was conclusively found to be due to the damage to the underlying wires of the black power cable; however, the damage to the wires was unable to be conclusively determined through this investigation. Incidental findings: damage ¿ strain relief. Upon opening the controller, fluid ingress was observed to have within the controller. The power cables were cut open and additional fluid ingress was found within both power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 31mar2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a connect power alarm. The patient had fully charged batteries, and switched to the mobile power unit (mpu) and alarms continued. The patient switched back to batteries and the alarms continued. When the patient was brought into the clinic, it appeared that the black lead was not giving power to the pump. There were no visible signs of damage to the black lead or pins. The system controller was exchanged. The patient was doing well with no further alarms. Log file review showed power cable disconnects and low battery hazard alarms while the patient was using battery power. The alarms appeared to be the result of relative state of charge (rsoc) invalid flags. It was recommended to check the batteries and battery clips for integrity and clean all battery/ battery clip contacts with an alcohol wipe.